Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a full system revision due to an observed high impedance. The patient was initially referred for a generator replacement as the device disabled due to the battery being depleted. During pre-operative preparations, high impedance was observed after the therapy was re-enabled for the generator. When the new generator was replaced, high impedance was still observed. The lead pin was removed for inspection, and the surgeon identified that the outer insulation of the lead was splintered; it was concluded that the high impedance was due to the splintered lead. The lead was replaced and after the revision, diagnostics were within normal limits. It was noted that the explanted products are not available for return. No additional or relevant information has been received to date.